Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates that was input into the bolus menu which delivered a larger bolus than intended. The customer's continuous glucose monitor displayed "low" (less than 40 mg/dl) but was not verified on the blood glucose meter the exact level. Customer addressed blood glucose with consuming glucose tablets.